Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation connector plug unit failure caused b30, e226 and e216 error. Based on the results of the investigation, it is likely the reported issues occurred due to a defective connector/plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not able to take a picture during the procedure. There were no reports of patient harm.